Event description:
This is a spontaneous case report received from a female consumer of unspecified age via a (B)(4) in united states on (B)(6) 2014 who had essure (fallopian tube occlusion insert) inserted and experienced flu-like symptoms, metal taste in her mouth, shooting pain in her legs, back and neck, gained 45 pounds, and had vision problems. In addition consumer reported that she didn't want to get out of bed neither to go to family events. Consumer who is a mother of three reported that, after she had the device implanted, she started having flu-like symptoms and a metal taste in her mouth. She then had shooting pains in her legs, back and neck and states that she didn't want to get out of bed. Consumer gained 45 pounds and didn't want to go to family events, she informed that people were wondering what was the matter with her and calling her bipolar. Consumer also had vision problems and went for multiple colonoscopies, until she finally had a hysterectomy in (B)(6) 2014 with the device removal. According to her, the pain in her back was gone and the fog started lifting. Company causality comment: this spontaneous case report received via (B)(4) refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced shooting pains in her back. This event was considered serious due to medical significance, it is listed according to the reference safety information for essure and was regarded as incident, since intervention was required (consumer had a hysterectomy). It was reported that after the hysterectomy, her back pain was gone. Considering the nature of the event shooting pains in her back and the positive dechallenge, a causal relationship between the reported event and essure cannot be excluded. Also, non-serious events were reported: flu-like symptoms, metal taste in her mouth, shooting pains in her legs, shooting pains in her neck, didn't want to get out of bed, gained 45 pounds and vision problems. A product technical analysis is being sought. No follow-up information can be obtained since this is a social media case.

Manufacturer narrative:
Data correction: the code knh was replaced with hhs.

Manufacturer narrative:
Ptc investigation result was received on 22-sep-2014. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: the reported adverse events are not indicative of a quality defect per se. The reported events are of broad nature and the majority of events was considered unrelated to the product by company. No batch number was reported. Without this information neither a technical batch evaluation nor a batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for further technical investigation. The technical assessment concluded "unconfirmed quality defect." In summary, there is no suspicion of a quality defect based on the limited available information. Company causality comment: this spontaneous case report received via website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced shooting pains in her back. This event was considered serious due to medical significance and it is listed according to the reference safety information for essure. Considering the nature of the event shooting pains in her back and the positive dechallenge (consumer reported that after hysterectomy her back pain was gone), a causal relationship between the reported event and essure cannot be excluded. This case was regarded as incident, since intervention was required (hysterectomy). Also, non-serious events were reported: flu-like symptoms, metal taste in her mouth, shooting pains in her legs, shooting pains in her neck, didn't want to get out of bed, gained 45 pounds and vision problems. A product technical analysis was unable to confirm any quality defect or device malfunction at this time and concluded "unconfirmed quality defect" and that in summary, there is no suspicion of a quality defect based on the limited available information. No follow-up information can be obtained since this is a social media case.